Event description:
It was reported that patient received inappropriate high voltage therapy due to post-sensed t wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.